Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) hernia repair procedure. The balloon could not be inflated during the operation. There was no patient harm. The current condition of the patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to be inflated due to the cut in the balloon. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.